Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).describe event or problem - additional information. Device returned to MFR - additional information. Date device returned - additional information. Type of follow up: additional information/ device evaluation. Device evaluated by mfg- additional information. Evaluation included - additional information.